Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 162, 184, 149 and 198 mg/dl. The customer's expected fasting blood glucose test result range is 100-140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/19/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: result 1 :162mg/dl date: (B)(6) 2017 time:7:38am fasting , result 2 :184mg/dl date: (B)(6) 2017 time:7:47am fasting , result 3 :107mg/dl date: (B)(6) 2017 time:7:47pm fasting , result 4 :149mg/dl date: (B)(6) 2017 time:1:08pm fasting , result 5 :198mg/dl date: (B)(6) 2017 time:6:37am fasting . Customer states that he has been a diabetic for a long time and knows that his results should not be higher than 140mg/dl fasting. Customer is concerned that the meter is giving high results when there have been no changes to his routine.